Event description:
Patient reported receiving two new pumps on (B)(6) 2025 and confirmed that one of the two new pumps is not working properly. Patient stated the pump repeatedly displays an occlusion alarm error message. Patient attempted to clear the alarm, stopped the pump, and changed the tubing and cassette, but the error persisted. Patient tried three new tubing and cassette sets, and each time received the same occlusion message. Patient confirmed the error occurs only with one of the two new pumps provided. Patient plans to return the defective new pump and one old working pump to cvs specialty in the pump return box, while keeping one old pump and one new pump that is functioning properly. Unknown lot number; unknown device availability for return beyond reported plan; unknown if product was used as directed; no further information provided. Date of awareness: 12/02/2025. Diagnosis for use: primary pulmonary hypertension.